Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported bacterial infection of the driveline could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The bleeding events are reported under medwatch MFR report number 2916596-2017-01637. The patient gender was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 months. The event occurred at (B)(6) medical center in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2016, it was reported that the patient had a bacterial infection of the driveline and was admitted to the hospital from (B)(6) 2016 due to bleeding and infection. The treatment included unspecified drug therapy and lower digestive tract endoscope clipping. The cause of the infection was reported as due to the patent's' condition. On 31may2016, it was reported that the patient had bleeding in the lower digestive tract. The patient was admitted to the hospital from (B)(6) 2016 due to bleeding and infection. The treatment included lower digestive tract endoscope clipping and transfusion of between 4 and 8 units of packed red blood cells. The cause of the bleeding was due to hyper-anticoagulation. On (B)(6) 2016, it was reported that the patient had a cervical biopsy. The patient was admitted to the hospital from (B)(6) 2016 due to bleeding. The patient was transfused with less than 4 units of packed red blood cells. The treatment included debridement and vac therapy. On 07aug2016, it was reported that the patient had a bacterial infection of the driveline and was admitted to the hospital from (B)(6) 2016 due to bleeding and infection. The treatment included unspecified drug therapy and debridement and vac therapy. The cause of the infection was due to the patient's condition. No further information was provided.